Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented with shortness of breath, the pulse generator exhibited backup vvi mode. The device could not be restored. No intervention had been reported. The patient's symptoms remained the same unresolved at the end of the call.

Event description:
New information states that the device was explanted and replaced. The patient was doing well post procedure. No additional information was available.